Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, the device was in back-up mode (bvvi) and the cause was due to power on reset. The device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of backup mode was confirmed. The device was received in backup mode with battery voltage in the normal range. The device image was corrupted, and data could not be retrieved. Analysis indicated backup was triggered by a power on reset (por) condition, consistent with information reported from the field. The product code was reloaded successfully for further testing. Electrical and mechanical tests indicated normal device functionality. The backup mode could not be reproduced in the lab and the cause of por could not be determined. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. As a result of this finding, abbott is performing further investigation.